Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected blood glucose messages or reservoir anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the alarm. The customer was able to clear the alarm and rewind the insulin pump. However, the device failed the self test. Additionally, the customer was notified of the audio loss issue. The customer stated that they had no received an email about the issue. However, the insulin pump will be returned for analysis.